Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. A visual inspection was examined and it was observed that the subject device guidewire was returned in 2 sections. The subject device guidewire nitinol tubing was broken 10.4cm from the distal end and 286.8cm from the proximal end with the core wire exposed, stretched, kinked and broken which indicates the subject device guidewire experienced a significant force. It is probable the damage was caused during manipulation of the subject device guidewire inside the patient¿s severely tortuous anatomy. The core wire was visible inside the distal tip dome. The subject device guidewire ptfe (polytetrafluoroethylene) coating was examined under magnification and the coating was present. Functional testing could not be performed due to the condition of the returned subject device as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the subject device guidewire was confirmed to be in good condition during preparation/prior to use on the patient, the subject device guidewire was prepared as per the directions for use, the dispenser hoop was flushed before removing the subject device guidewire, there was no resistance encountered removing the subject device guidewire from the dispenser hoop, the subject device guidewire tip was shaped 30 degree, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was severely tortuous. The issue was noted at the proximal end of the subject device guidewire. An sl-10 and gateway devices were used in the procedure in conjunction with the subject device guidewire. An assignable cause of procedural factors will be assigned to the reported and analysed ¿guidewire kinked/bent¿ in addition to the analysed ¿guidewire broken/fractured during use¿ and ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned subject device guidewire revealed that the subject device guidewire was broken/fractured during use. There were no clinical consequence to the patient reported as a result of this event.